Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to greater than 400 (mg/dl) for approximately 2 weeks. Reportedly, customer switched from cleo 90 infusion sets to the t:90 infusion sets around the time that the elevated bg levels began. Customer administered correction boluses to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer declined to inspect or change their infusion site at the time of the call, but indicated that they will change their infusion set on their own. Customer mentioned that they can feel scar tissue underneath their skin. Recommendation was made to consult with health care provider to discuss diabetes management.